Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k103751, k110122.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified internal shunt. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for several seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.